Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Twenty representative unopened samples and two open samples were received for analysis. Product code vcp316h. To evaluate the condition of the returned samples, the packets were opened, and the sutures were dispensed without any problems. The sutures were then examined along the strand to detect any issues related to the customer complaint, and no broken sutures were observed. However, it was noted that the strands were rough in twelve samples. In the remaining ten samples, no issues related to roughness or broken sutures were found. Based on the information currently available, the rough suture was identified as damaged suture during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the thread was pulled out of packet and presented as jiggered and causing tears on use. Nurse staff checked another suture and it seemed to have no issues. Product was isolated and kept for return and testing. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/11/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was received: customer has checked another suture and others don't seem to have been affected. The following information was reported: was surgery delayed due to the reported event? No, action taken when event occurred? Replaced product with new box, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study? Unknown. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.